Manufacturer narrative:
The data files and balloon catheter afapro28 with lot number 57856 was returned and analyzed. The files showed that there were at least 17 applications with the catheter and a 50005 system notice was received, "the safety system detected fluid in the catheter and stopped the injection". Smart chip verification also indicated the catheter was used for 17 injections. The catheter failed the performance test, triggering a 50005 system notice. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Dissection/ pressure testing showed a guide wire lumen breach at the tip. Coagulated blood was reviewed inside the handle area, this issue triggered the reported system notice 50006 ¿the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled." In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.